Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that autocapture management was not working after implant of the leadless implantable pulse generator (ipg). The issue was resolved the ipg remains in use. No patient complications have been reported as a result of this event.